Manufacturer narrative:
(B)(4). Medical devices: 00998202023 zmr femoral stem 61936059; 14.32.06-20 cocr femoral head 2716194; 00630505632 acetabular liner 62328408; unk acetabular shell unk. Report source: event occurred in (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to implant fracture approximately 5 years post implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays identifying poor proximal bone quality. The size of the proximal component of the stem is smaller relative to the femur was also seen. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.